Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Only the packaging box with the dfu and patient cards were returned. Lens was not returned. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of an intraocular lens (iol) into the patient¿s operative eye, the doctor noticed a scratch on the lens. The lens was removed and replaced with a back up lens of the same model and diopter during the same procedure without incident. Per the account there was an override issue but was unsure if the scratched lens was a result of it. There was no incision enlargement required. There was no patient injury reported. No additional information was provided.